Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's power supply and adjusting the front panel antenna out voltages. System was calibrated and safety tested to factory's specification.

Event description:
Customer reported an issue with panorama central station's wireless transceiver, which may have affected telemetry monitoring. No pt injury was reported.